Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's stimulation decreases by itself. Diagnostic indicated high impedances on the lead and lead fracture. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the lead was explanted and replaced. Effective therapy was restored postoperatively.